Manufacturer narrative:
On jul 06, 2016 the ceramic manufacturer performed a document review of the lot involved: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect. On 08 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: same-day revision in tha because of dislocation. The head only was replaced. No images are supplied, no report as to the presumed cause for dislocation. Hence, no clinical comment/investigation can be made. Batch review performed on 18 july 2016. (B)(4).

Event description:
The patient had a revision done on the same date of the primary hip surgery because she dislocated the hip in the hospital. The surgeon revised the head. The surgery was completed successfully. X-ray and explants are not available per hospital policy.